Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up/new information (9/3/2015), new information from second reporter (patient's son) received by email on august 5, 2015 and finally confirmed on september 2, 2015, indicates that the meter involved in this complaint was the onetouch ultraeasy (serial number (B)(4)), and the test strips were onetouch ultra test strips (lot number 3786155), and not what was previously reported. No other information has changed.